Event description:
It was reported that " an incident occurred on 22 january 2026 with a sac-00818 arterial catheter set used with a merit 682000 pressure transducer. An 80-year-old female patient hospitalized in intensive care had an arterial catheter inserted into her left radial artery with a pressure line on (B)(6) 2026 upon admission, and on (B)(6) 2026 the catheter became non-functional (flattening of the blood pressure waveform, impossible to take samples from the catheter). The catheter had been in place for five days. So, the catheter was replaced on (B)(6) 2026 with a left radial arterial catheter." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "still hospitalized in the visceral surgery department".

Manufacturer narrative:
(B)(4). The customer returned one arterial catheter for analysis. Signs of use in the form of biological material were observed inside the extension line. A long continuous bend was observed on the catheter body, but no kinks are visible. No other defects or anomalies were observed on the returned sample. The catheter length measured 83mm, which is within the specification limits of 82mm-86mm per the catheter product drawing. The inner diameter at the distal tip of the catheter measured 0.69mm, which is within the specification limits per the statement in the catheter product drawing, which reads "the tip of the catheter must allow the insertion of a pin with a diameter of 0.69mm at least to a depth of 2mm. Reverse deformation of the tip during testing is acceptable." The catheter body outer diameter measured 1.25mm, which is within the specification limits of 1.24mm-1.30mm per the catheter extrusion product drawing. A lab inventory guidewire (0.62mm diameter) was inserted into the catheter tip. The guidewire passed without resistance. Performed per IFU statement, "thread tip of catheter over guidewire." A lab inventory syringe filled with water was attached to the catheter. The catheter flushed as intended and no blockages or resistance were encountered. The IFU provided with this kit warns the user, "warning: care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities. Warning: do not apply tape, staples, or sutures directly to the catheter body to reduce risk of damaging catheter, impeding catheter flow, or adversely affecting monitoring capabilities. Secure only at indicated stabilization locations." The report of no/incorrect pressure reading for an arterial catheter was not confirmed through investigation of the returned sample. The returned catheter met all relevant dimensional and functional requirements. The IFU provided with this product warns the user , "warning: care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities". A device history record review did not reveal any relevant findings. Based on the returned sample, no problem was found with the returned device; however, the root cause cannot be determined as the clinical factors during use are unknown. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that " an incident occurred on (B)(6) 2026 with a sac-00818 arterial catheter set used with a merit 682000 pressure transducer. An 80-year-old female patient hospitalized in intensive care had an arterial catheter inserted into her left radial artery with a pressure line on (B)(6) 2026 upon admission, and on (B)(6) 2026 the catheter became non-functional (flattening of the blood pressure waveform, impossible to take samples from the catheter). The catheter had been in place for five days. So, the catheter was replaced on (B)(6) 2026 with a left radial arterial catheter." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "still hospitalized in the visceral surgery department".